Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was no image due to a cut in the charge-coupled device cable and due to a scratch on the electrical contact of the video plug section. Upon further inspection, it was observed that water tightness was lost due to a crack on the video connector case. It was also observed that the adhesive on the bending section cover had a chip due to chemical and physical stress. It was observed that the bending section cannot be fixed firmly due to damage on the lock engagement lever. It was also observed that switch 3 was dirty due to deterioration or due to chemical stress. It was observed that the universal cord was dirty due to insufficient cleaning or due to a handling issue. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: bending section cover, video connector case, video connector, control unit, switch 1, right-left plate, light guide connector, light guide cover glass and on the grip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the hd endoeye laparo-thoraco videoscope had no image when connected. The reported issue occurred during preparation of use for an unknown therapeutic procedure. The procedure was subsequently completed with a similar device with no delay. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to contamination of the electrical contact part of the system. The inspection method for the event is described as follows in the instructions for use "chapter 3 preparation and inspection 3.6 checking the function in combination with related equipment". [Inspection of endoscopic images] 1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. 2. Turn on the power of the video system center, light source, and endoscope monitor, and check the endoscope image according to the "attachment" and "instruction manual" for each. 3. Adjust the amount of light to obtain a suitable brightness. 4. Observe the palm of your hand to confirm that there are no abnormalities such as noise, blurring, or cloudiness. 5. Confirm that the endoscopic image does not momentarily disappear when the endoscope is angled or the universal cord is shaken." Olympus will continue to monitor field performance for this device.